Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's rfu indicator showed a flashing red x with chirp and the device displayed an ECG malfunction error. There was no reported patient involvement.

Event description:
It was reported to philips that the device's rfu indicator showed a flashing red x with chirp and the device displayed an ECG malfunction error. There was no reported patient involvement.